Manufacturer narrative:
Additional narrative: this report is for unknown volar locking distal radius plates (vldrps) /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. Flexor tendon rupture, carpal tunnel syndrome and underwent nerve release after 6 months and chronic regional pain syndrome (crps). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article drobetz, h and et al. (2016). Volar locking distal radius plates show better short term results than other treatment options: a prospective randomised controlled trial. World j orthop, october 18; 7(10): 687-694. This study compares the outcomes of displaced distal radius fractures treated with volar locking distal radius plate (vldrps) and with immediate postoperative mobilization with the outcomes of these fractures treated with modalities that necessitate 6 week wrist immobilization. A prospective, randomized controlled single-center trial was conducted with 56 patients who had a displaced radius fracture were randomized to treatment either with a volar locking plate (n = 29), or another treatment modality (n = 27; cast immobilization with or without wires or external fixator). Mean age (sd) for patients was 51.1 (16.0) in intervention and 52.5 (16.5) in control group. There were fifteen (15) females and nine (9) males in intervention group and thirteen (13) males and females in control group. This is report 1 of 1 for (B)(4). This report is for unknown volar locking distal radius plates (vldrps) and refers to one (1) patient who had flexor tendon rupture and he refused tendon reconstruction, one (1) patient who had carpal tunnel syndrome and underwent nerve release after 6 months and one (1) patient who had chronic regional pain syndrome (crps).